Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, the estimated pacemaker longevity was found to have gradually depleted after normal longevity two months prior. The cause of premature depletion is unknown. The pacemaker was explanted and replaced. No further information is available.